Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure when they went to release the lp, there was a sudden jump and the lp suddenly popped out of position and prematurely released from the delivery catheter. The lp migrated to the atrium where a retrieval catheter removed it successfully. A new lp and delivery catheter were used to complete the procedure without further issue. The patient was stable.